Event description:
At the end of a pulmonary vein isolation procedure for paroxysmal atrial fibrillation, the catheter was removed from the patient and it was observed that the internal wires were exposed. It was noted that the device had been torqued significantly to introduce it into the vein. The procedure was successfully completed and there were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to torn outer shaft material. The outer shaft material was torn, exposing the braided shaft of the catheter, consistent with the reported tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the catheter shaft is consistent with over torquing during use.